Manufacturer narrative:
Draeger has started an investigation. A follow-up report will be submitted upon completion.

Event description:
On (B)(6) 2025 at approximately 14:00, the arterial pressure curve was zeroed successfully and appeared accurate on the m540 monitor. By 16:30, the displayed arterial pressure values rose progressively above 180 mmhg, despite the waveform remaining realistic and responsive to interventions. Attempts to re-zero the monitor showed visual feedback but failed to reset the values. Nibp (non-invasive blood pressure) readings were significantly lower, and upon replacing the m540 monitor, arterial pressure readings normalized. The falsely elevated values led to unnecessary treatment, causing the patient¿s actual blood pressure to drop to a critical level and resulting in shock. After verifying nibp, appropriate medication was administered.

Event description:
On (B)(6) 2025 at approximately 14:00, the arterial pressure curve was zeroed successfully and appeared accurate on the m540 monitor. By 16:30, the displayed arterial pressure values rose progressively above 180 mmhg, despite the waveform remaining realistic and responsive to interventions. Attempts to re-zero the monitor showed visual feedback but failed to reset the values. Nibp (non-invasive blood pressure) readings were significantly lower, and upon replacing the m540 monitor, arterial pressure readings normalized. The falsely elevated values led to unnecessary treatment, causing the patient¿s actual blood pressure to drop to a critical level and resulting in shock. After verifying nibp, appropriate medication was administered.

Manufacturer narrative:
The log files did not show any entries that point to a potential malfunction of the m540 monitor. In addition to the log review, the dual hemo pod and cables were returned for evaluation. The reported issue was unable to be reproduced with the returned equipment, and no device malfunctions were identified during analysis. Additionally, the full disclosure was requested for evaluation but not provided. Dräger finally concludes that the reported event was not caused by a malfunction of the equipment in use. The monitor detected the issues with the signal and the failure to zero the transducers; appropriate alarms have been posted. The reported issue was most likely related to physiological or applicational aspects. The instructions for use (IFU) informs users that causes of an ¿art static pressure¿ alarm could be from a physiological condition such as asystole, a transducer that is placed too close to the patient, a catheter tip that was lodged against a vessel wall, or a clot on the catheter tip. Users are recommended to remedy the alarm by checking the patient¿s condition and provide treatment, if necessary, open the system to the patient by turning the stopcock, or follow hospital procedures for dislodging catheters or for clotted catheters. The IFU also states an ¿art did not zero¿ alarm could be caused by excessive signal noise or a non-static waveform (properties change overtime), and the recommended remedies include keeping all tubing motionless then re-zero, change the transducer, or check the stopcock then re-zero.